Event description:
It was reported that a revision surgery took place due to a device deformation. The pin clamp did not allow the doctor to advance or distract the rail and the knob stripped out.

Manufacturer narrative:
The affected rail upper 5 hole stacked clam and rail distractor low profile left were returned and evaluated. A visual examination of the rail clamp and distractor indicated that the clamp has thread groove on the top portion of the clamp. The distractor has some deformation to the threads and stripping of the bolt¿s hex head. Our investigation included a dimensional which indicated that all check end features were within specification. This issue has been submitted for risk assessment in order to determine if any additional actions are needed. The information available as a result of this investigation indicates that corrective actions have been implemented to help eliminate this issue from recurrence.